Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device was broken at the collar. Vascular access was obtained via the femoral artery. The mildly tortuous and moderately calcified target lesion was located in the left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, while pushing the guidezilla out of the guide catheter, it was observed that the collar was broken. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood found inside and outside of the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar and the tip/shaft was flattened for a length of 18 mm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device was broken at the collar. Vascular access was obtained via the femoral artery. The mildly tortuous and moderately calcified target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, while pushing the guidezilla out of the guide catheter, it was observed that the collar was broken. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.